Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during pre-use checkout. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. There was no reportable malfunction.